Event description:
It was reported that one hour after a pump refill the pt experienced overdose symptoms of confusion, nausea, and vomiting. The pt returned to the clinic and was given narcan. Per the reporter the symptoms improved. Programming was checked and verified as correct. The drug was aspirated from the pump with no volume discrepancies. There were no alarms. The report indicated that the pump was refilled two days later with no adverse events. The type medication, concentration, and daily dose being administered via the pump were not reported.

Manufacturer narrative:
..